Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on an aviva meter, compared to an aviva nano meter, within 10 minutes: 52 mg/dl on aviva meter (system 1), 195 mg/dl and 56 mg/dl on aviva nano meter (system 2). Customer used the test strips from the same vial with the same lot number. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.